Event description:
It was reported that upon pulse generator interrogation, a "data not read" message displayed. In 2009, battery data was 2.69 v, 13 ua, and 11.9 k with an estimated remaining longevity of 0.5 to 0.75 years. Pulse generator replacement would be scheduled.

Manufacturer narrative:
Na